Event description:
On 02/18/2009, the pt reported that the buttons of his infusion device are responding intermittently and everyday since three days earlier, he has woken up with elevated blood glucose. His normal blood glucose range is 70-140 mg/dl. Symptoms of elevated blood glucose were frequent urination. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.